Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had issues with his reservoirs. Customer stated that he was not able to fill the reservoir because the needle on the transfer guard was not long enough. Customer reported that he has gone through about 6 reservoirs with this issue. Customer will return the reservoir and receive replacements.